Event description:
It was reported that the user intentionally entered false meal announcements in the ilet system as glucose began rising above 180 mg/dl, which the agent explained can lead to maladaptation and poor glycemic performance; the user¿s glucose reached 224 mg/dl and then trended back to range without symptoms. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of a field reset, reconnection of the ilet to the phone, and restoration of the prior target setting, followed by education on best practices. Investigation included a remote troubleshooting session with user coaching. Investigation of this case revealed that inappropriate use of meal announcements for correction led to system maladaptation rather than a device malfunction, and device hardware and components were not implicated. It was concluded, based on previously established findings for similar reports, that user technique and off-label interaction with therapy settings were the cause.

Manufacturer narrative:
Initial.